Event description:
Per the independent repair center, the customer alleged problem is the unit will not start and alarm will not function. The key failure is the power switch has no power and no alarm.